Event description:
A customer obtained a non-reproducible, falsely elevated vitros glu (glucose) result from a patient sample while using the vitros 5600 integrated system. A vitros glu result of 512 mg/dl vs. A correct result of 99 mg/dl was obtained. A biased result of the direction and magnitude observed may lead to inappropriate physician action. The falsely elevated vitros glu result was reported from the laboratory. The result was questioned by a health care provider and no inappropriate medical action was taken. A corrected result was issued from the laboratory. There was no allegation of patient harm. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, falsely elevated vitros glu result was obtained while using the vitros 5600 system. Investigation concluded an instrument issue was the most likely assignable cause. Vitros alt precision testing demonstrated the vitros 5600 system was not performing optimally. An ocd field engineer performed service actions to replace the tip locator and returned the system to expected operation.